Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the surgeon was using advanced hemostasis button to seal and divide tissue. The jaws of the device began to smoke and the seal was completed. After wiping down the instrument the teflon pad was removed off the jaws of the device. There were no patient consequences. Case completed with another device.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Possible causes of smoke are tissue burning in the crotch of the jaw; the tissue pad melting as a result of applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad. These conditions can cause damage to both the tissue pad and the blade.